Event description:
It was reported that a decrease in the battery's longevity of this device had decreased, and was showing 9 months remaining. The lead measurements have remained stable. This device remains implanted and in service. No adverse patient effects were reported. Please note that the date of implant is estimated, as the field representative did not provide the implant date. A request will be sent to obtain additional information.

Event description:
It was reported that a decrease in the battery's longevity of this device had decreased, and was showing 9 months remaining. The lead measurements have remained stable. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device has been received, and the investigation is now complete.

Manufacturer narrative:
The returned ingenio device was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that a decrease in the battery's longevity of this device had decreased, and was showing 9 months remaining. The lead measurements have remained stable. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device has been received, and the investigation is currently in progress.